Manufacturer narrative:
H3/h6 - evaluation of the returned pendant bi71000529 lot# 25418 0009 rev. 1 found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000529, serial/lot: unknown. H3, h6) the system was serviced in the field and the door close button was intermittent. The pendant was replaced and the system then performed as intended. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the close button on the pendant was sticking/not responding. This was noted during a spine surgical case. According to the site, most of the buttons were sticking/not responding when pressing the buttons. Even the surgeon tried to push the close button during the case and it would not respond. The manufacturer representative arrived on the site at a later date and did see on a number of attempts that the close operation did hesitate while holding constant pressure on the button. It was also noticed that while the close button was being engaged, the case would bump internally as the gantry was closing. There was no impact to patient's outcome and surgical delay time was not provided.